Event description:
I had an umbilical hernia and (B)(6) 2018, I had it repaired with atrium vipatch mesh in a week. Two weeks later, I started having intense itching different places on my body and if I scratched them, I had welts and a lot of them were bad. I never in my life had this and also I have pain in my stomach area at times and it goes away. I had this surgery at (B)(6). My primary care dr put me on allergy meds for the itching, honestly it is not helping at all. I still have intense itching and welts.